Event description:
Medtronic received information that approximately 12 years 4 months following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted valve-in-valve in the pulmonary position due to the first valve developed endocarditis with streptococcus bacteremia, increased gradient, and type 1 stent fracture. However, the endocarditis was cleared more than six months prior to implantation of the second pulmonary valve. Per the physician, there was no patient outgrowth. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: pb1018 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023. An initial medwatch report was submitted conservatively. Of note: the patient was 15 years old when the valve was implanted and was replaced when the patient was 28 years old. The valve is used in palliative treatment and successfully delayed the next intervention for over 12 years. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that eleven years, seven months, and twenty-seven days post-implant, endocarditis was confirmed, and antibiotics were initiated. Vegetation was present on echocardiogram. There were no factors that would have predisposed the patient to endocarditis and no medical history of endocarditis was noted. The mean gradient (mg) before the valve was implanted was 24mmhg and after the valve was implanted, the mg was 10mmhg. There were no evidence of thrombus or leaflet thickening on the bioprosthetic valve. The valve was implanted valve-in-valve. In addition, there was not patient anatomy that contributed to the elevated gradient. No adverse patient effects were reported.